Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Is the product code and lot number available for any of the ethicon devices used? Citation: j thorac cardiovasc surg 2006;131:1174-5. Doi:10.1016/j.jtcvs.2005.12.043.

Event description:
It was reported in a journal article that patient underwent on-pump 4-vessel aorto-coronary bypass grafting concomitant with maze procedure on unknown date and suture was used to close the sternum. The patient suffered a minor stroke and required long mechanical ventilation therapy and tracheostomy on the 10th postoperative day. Sternum instability was observed on the 12th postoperative day after bronchoscopy. He revealed wound dehiscence on the 14th day and sternum re-closure was performed on the same day. All cord sutures were broken beside the knot without any loose ligation or broken sternum. The cord stumps gradually became thin, kinked with curled filaments and possibly had been torn off. Twenty mm away from the broken end possibly appeared to be abrasion injuries were observed. On the sternum manubrium where the cord protruded, the cord was thought to have been abraded on the edge of the bone. Conclusion: the cord sutures do not have sufficient reliability to close the sternum, especially in patients with chronic obstructive pulmonary dysfunction and obesity. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. -no. Is the product code and lot number available for any of the ethicon devices used?-possible code is (B)(4). Lot is not available.